Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the station was not communicating or updating correctly with the server. The refill quantity displayed on the machine differed from the quantity shown in the report or server. The quantity reflected on the station was accurate, but it was not being updated on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The technical support specialist (tss) found that the station was not uploading data to the server and verified the error in the station database by following the knowledge articles retry mode: tx. Encounteritemtransaction or adt.userencounterassociation and retry mode troubleshooting and skip instructions. The tss restarted the database synchronization service, but the error continued. The tss then identified a connectivity issue involving the host station based on reviewing logs. At the time of the incident, the system could not retrieve the ip address for the server, which was required for proper communication between station components. Because synchronization was lost, an inventory count had to be performed at the station, as the local inventory data did not match the server records. An ip address change for the station was initiated as part of the corrective actions. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.